Event description:
Iabp catheter inserted pre-op. Postop at 1345 iabp alarming catheter fault. Iabp cath discontinued at 4:30pm. Blood noted in lumen of iabp.

Event description:
Add'l info rec'd from MFR 10/5/2001: in response to letter regarding the medwatch report, datascope is still waiting for the product to be returned from the hosp for eval.